Manufacturer narrative:
Concomitant medical product: product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer's representative (rep) regarding a patient with an implantable neurostimulator (ins), and it was reported that a 376 error code was encountered when attempting to perform a physician mode recharge (pmr). The ins was alleged to be overdischarged. The rep thought that this might be the third overdischarge. It was reported that there had been an overdischarge in 2017, and this overdischarge had occurred 5 months ago. The patient had previously tried to have a pmr performed by a manufacturer's representative (rep), but this person could not get the pmr to come up on the screen. Patient was issued a new antenna. Additional information received stated that no one had yet seen the patient, and the patient had not been seen since the issue was reported. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.